Manufacturer narrative:
Product event summary: the achieve mapping catheter 990063-020 with lot 219585305, was returned and analyzed. Visual inspection showed the tip and loop section of the achieve was not circular, and was out of plane. All of the electrodes were on the loop. In conclusion, the reported issue of achieve damage was confirmed through testing due to a damaged tip/loop section of the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the tip of the mapping catheter appeared damaged. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.